Event description:
It was reported that in 2007, the plate (gap cup1) broke and the pt was revised for the second time. The surgeon is requiring an investigation on how much load would cause the fracture of the implant.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.